Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. The blood glucose reading at the time the paramedics arrived was 475 mg/dl. Customer stated that she was having excessive no delivery alarms prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked case at display window corners and reservoir tube.